Event description:
Information received by medtronic indicated that the battery was change less than that of 12 hours. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarm on the event date of july 20, 2021; however, found: failed battery test alarm on (B)(6) 2021 at 20:31:43 and 20:31:59. Low battery alarm on (B)(6) 2021 at 08:07:00, on (B)(6) 2021 at 20:20:00, 22:54:00. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No unexpected power loss, failed battery test, and low battery alarms during testing. Customer alleged for power loss alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was confirmed due to high impedance during sleep current measurement. The insulin pump involved in this event is the 780g insulin pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.